Manufacturer narrative:
Feb. 02, 2016 03:29 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they couldn't visualize through the bom 7mm extended length endoscope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they couldn't visualize through the bom 7mm extended length endoscope. A replacement device was used to complete the procedure. The hospital did not report any patient effects